Event description:
According to the reporter, during laparoscopic appendectomy, the device was unable to fire. Another device was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.